Event description:
In 1986, rptr went to see her md with the problem of fibro-adenosis. The option of breast implants was recommended. Another dr went over the procedure with rptr and her husband at that time. He described the operation and the outcome. The dr said she would have a two inch scar that would look like a stretch mark. Her breasts would be larger and firmer. Her future chances of cancer would by 95% against cancer. Her mother has had a mastectomy, so that was an important advantage to her. Questions she asked included, since she was sports oriented, would these implants break or leak. She was told they would not. She also assumed they were FDA approved. She had no idea that a hosp would perform a procedure that had not been approved. After discussing the procedure, and the possibility of future cancer, she choose the breast implants. Immediately after the operation she had problems. She no longer had a separation between the breasts. Her breasts were and still are lumpy. They were two differenct sizes and still are. The scars are still large and very dark in color. She also has alot of pain in her right breast. Collagen injections were injected into the scars to lighten them. This did not help. A second operation was performed to adjust the lumpy mass and to separate the breasts. The lumps are still present. The original implants were replaced back into her for a second time. She later found out that this procedure saves money by using the same implants a second time. The breasts are separated now. She was told the scars would fade and the pain would decrease and to be patient. After more visits she was told she looked fine. Again, she was told the scars would fade and the pain would decrease. She was told she had emotional problems and to seek help with her emotional problems dealing with her breast implants. She was told she should be glad that she was alive. This statement only agitated her more. Early in 1991 her md sent her to another dr who did not think her breasts looked right either. The dr discussed different implants, correcting the capsular contracture and correcting the scars. She could not afford the cost of this surgery. She felt it was a deterrent to get rid of her. She currently has pain in her breasts. There is also a blue colored area in one breast. Muscle and joint pain for no reason. Lumps and capsular contracture are also a problem, causing the breast to be hard and abnormally shaped. She has also had to have lumps in her foot gland surgically removed. Her hands and feet swell for no reason. Unexplained fatigue plaques her. She went from a b cup to a deformed a cup. None of these problems were discussed prior to surgery and she is told she is fine. Hosp does not recognize a problem with her condition. Also, after receiving a copy of her medical report, she has found out several details of her complaints have not been documented.